Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that his implantable pulse generator (ipg) had "quit" and his heart rate was in the thirties. The patient was referred to a physician. Follow-up was conducted to obtain information on the patient and whether the episode was related to the patient's implantable pulse generator (ipg), but the attempts were unsuccessful. The ipg remains in use. No further patient complications have been reported as a result of this event.